Event description:
Related manufacturer reference number: 3006705815-2023-07388. It was reported the patient system was unable to enter MRI mode due to invalid impedances on the implanted leads. As a result, surgical intervention was undertaken on an unknown date wherein the system was explanted.

Manufacturer narrative:
Date of event is estimated.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.